Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood inside and outside of the shaft. Microscopic examination revealed that the hypotube and shaft had numerous kinks. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. There was shaft material from the collar on the ptfe connected to the separation. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed that the end of the collar was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported a shaft break occurred. During a percutaneous coronary intervention procedure a 99% stenosed and severely tortuous and mildly calcified lesion was being treated with a 3.5mm non bsc stent. The stent was advanced through the guidezilla guide extension catheter. The tip of the stent came into contact with the collar of the device. Strong force was applied; however, the stent was unable to cross through the guidezilla. The stent was removed from the patient and the guidezilla was removed from the unspecified guide catheter. The device separated during removal while outside the patient. No patient complications were reported. The procedure was completed with a different device and the patient's status is good.

Event description:
It was reported a shaft break occurred. During a percutaneous coronary intervention procedure a 99% stenosed and severely tortuous and mildly calcified lesion was being treated with a 3.5mm non bsc stent. The stent was advanced through the guidezilla guide extension catheter. The tip of the stent came into contact with the collar of the device. Strong force was applied; however, the stent was unable to cross through the guidezilla. The stent was removed from the patient and the guidezilla was removed from the unspecified guide catheter. The device separated during removal while outside the patient. No patient complications were reported. The procedure was completed with a different device and the patient¿s status is good.